Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se reseated the solenoid connector correcting the problem. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a safety valve open message. The ventilator was not connected to a patient when the malfunction occurred.